Manufacturer narrative:
The fogarty embolectomy catheter was received for evaluation. As received, the balloon was found to be ruptured in the central area. The balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a balloon inflation process. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, in this fogarty embolectomy catheter the balloon burst. The issue was solved replacing the unit. The device was received for evaluation and the edges of the ruptured balloon did not match. There was no allegation of patient injury.